Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. As 4 years or more have passed since the device was manufactured, it is likely that the fan became worn out and broke down due to repeated use for a long period of time. The temperature inside the equipment rose due to fan failure and the component related to the image output failed and an error e337 was displayed. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation of the returned asset found the device produced a fan error, e337. Error code e337 is an error that occurs when the fan lock raises the temperature in the housing resulting in a failure of the components involved in the image production. The device was repaired to standard specifications and returned to asset stock. The asset was last serviced on december 9, 2020; no issues were found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of a returned asset, the video system center was found to have a fan error, e337. There was no report of any problems associated with the device and there was no report of patient injury or harm.